Manufacturer narrative:
Block h6: problem code 1074 captures the reportable event of balloon burst. Block h10: investigation results visual examination of the returned complaint device found the balloon was not folded which indicates that the balloon was subjected to positive pressure. Functional evaluation was performed and the balloon was inflated without problem; however, the balloon would not hold pressure due to a pinhole leak located proximal of the distal markerband. The balloon material and markerbands identified no issues which could potentially have contributed to the complaint. This failure is likely due to factors or conditions related to procedure during the use of the device, that could have affected its performance and its intended purpose. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was used per the directions for use (dfu)/product label.

Event description:
It was reported to boston scientific corporation that a uromax ultra dilatation balloon catheter was used in the ureter during a procedure performed on (B)(6) 2020. According to the complainant, during the procedure, it was noted that the balloon ruptured after being inflated the third time. There were no patient complications reported as a result of the event.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a uromax ultra dilatation balloon catheter was used in the ureter during a procedure performed on (B)(6) 2020. According to the complainant, during the procedure, it was noted that the balloon ruptured after being inflated the third time. There were no patient complications reported as a result of the event.